Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found no discrepancies. Functional testing included use testing. No leak was detected during testing. Based on the evidence, the compliant was not confirmed. The root cause could not be identified.

Event description:
It was reported that a cadd® cadd® extension set had several separate set issues. No patient injury.